Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m6210l602, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Root cause could not be determined. All information reasonably known as of 01feb2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving an unknown number of patients. This is the second of two reports. Refer to "9611594-2018-00011" for the first event. It was reported that there was an air leak at the probe. The outer sheath began to swell. There was no reported patient injury. It was noted that air could possible enter a larger volume which would make the machine less efficient during a tracheotomy with assisted ventilation.

Manufacturer narrative:
All information reasonably known as of 11-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Correction- the initial report originally stated: refer to 9611594-2018-00011 for the first event. However, this should actually state: refer to 9611594-2018-00012 for the first event.